Manufacturer narrative:
(B)(4). The customer reported a mismatch of pt data caused by the device. No pt harm was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a mismatch of pt data caused by the device. No pt harm was reported.